Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced device damage while still considered operable. The following information was provided by the initial reporter: a nurse used an intravenous indwelling needle for the patient's intravenous infusion, and found that the needle of the indwelling needle was damaged after unpacking the package.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1354556. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced device damage while still considered operable. The following information was provided by the initial reporter: a nurse used an intravenous indwelling needle for the patient's intravenous infusion, and found that the needle of the indwelling needle was damaged after unpacking the package.